Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right metastasis, and seroma (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported by health authority report medwatch number: mw5112303 that a female patient who underwent breast surgery in 2006 with mentor siltex textured gel implants reported being diagnosed with squamous cell carcinoma (scc). Per the information provided, the patient underwent breast augmentation in 1991 with smooth silicone breast implants (of an unknown brand) and experienced a rupture on the right side. The patient subsequently underwent breast implant removal surgery and replacement in 2006 with mentor textured silicone breast implants. Later on, the patient developed a right unilateral seroma. As a result, the patient underwent explantation surgery with total left capsulectomy and sub-total right capsulectomy. Further testing was performed on the right capsule and pathology was consistent with squamous cell carcinoma. The patient, later on, developed a recurrent seroma on the right side in 2021. Aspiration was performed, and cytology ¿was negative¿, but the ¿core needle biopsy performed was positive¿. At the time of this initial report, the patient has not been treated. Other cancers are known potential complications that may be associated with the use of the mentor siltex textured gel breast implants and are listed in the instructions for use (IFU) as such. Based on the report source (via initial report of squamous cell carcinoma and other lymphomas in the breast capsule with no pathology/cytology report received and f/u not possible) this case will be classified as a ¿not confirmed¿ case of bia-scc. Per the information provided, the patient had mentor implants at the time of the scc diagnosis, but the patient breast implant history is unknown. Therefore, this case is classified as a ¿not confirmed¿ mentor mixed bia-scc case. Follow-up has been initiated. The file will be re-reviewed if additional information is received at a later date.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2022, it was decided to remove "new patient code" and add "squamous cell carcinoma" to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).